Event description:
Home pt reported homechoice machine was leaking warm water from inside of machine which is indicative of a cassette leak. No pt injury and no medical intervention was required per pt.